Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used one endeavor sprint rx drug eluting stent during index procedure for treatment of the septal branch from lad. Approximately 11 months post index procedure, the patient experienced multi-focal cerebral infarct. Investigator assessed the event as not related to the study device. The patient was treated with medication. It is reported that the patient recovered.